Event description:
Customer reported the latron control would fail for scatter, drifting low, when using the coulter lh 750 hematology analyzer. The customer would make the required adjustments on a frequent basis over the past two weeks. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The light scatter preamplifier (preamp) assembly was box tested by beckman coulter personnel and was found to pass testing as per procedure. The event reported by the customer could not be duplicated. Therefore, the cause of the issue is unknown at this time.

Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the light scatter preamp was defective. The fse replaced the light scatter preamp resolving the issue. (B)(4).